Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and slightly stretched consistent with procedural damage and was clogged with blood/ tissue. The cause of the helix mechanism issue was isolated to the helix clogged with blood/ tissue and the damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead dislodged upon removal of the stylet. Additionally, the helix of the ra lead failed to retract after multiple attempts. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences.